Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had a revision and cone abrasion with fatigue fracture at the femoral neck of the implant was found.

Event description:
It was reported that the patient had a revision and cone abrasion with fatigue fracture at the femoral neck of the implant was found.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade stem was reported. The event was confirmed through a review of the provided medical records, x-rays and explant photographs by a clinical consultant. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted accolade stem, liner and head. The photographs were reviewed by a clinician who stated the following: catastrophic trunnion failure with metal substance loss and tissue metallosis. Adherent tissue over distal bone ingrowth surface, not clear whether bone or fibrous tissue. Major damage to poly liner probably by direct contact with trunnion stump refer to clinician review for further information. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: heterotopic ossification (brooker grade-3) has adversely influenced the biomechanics and kinematics of the arthroplasty joint with an overload condition in the taper junction as adverse effect. Progressive corrosion was the consequence with loss of taper lock functionality and in the end stage spontaneous disassociation of the femoral head with trunnion fracture. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. The investigation concluded that the crack/fracture was caused by heterotopic bone formation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.